Manufacturer narrative:
The insulin pump was received with a stripped battery coin slot, a loose and protruded drive support disk, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that drive support cap on the customer's insulin pump was sticking out. Customer's blood glucose level at the time 168mg/dl. Advised insulin pump would be replaced. No additional information was provided.